Manufacturer narrative:
Device failure is suspected.

Event description:
Analysis of the vns lead and generator was completed. A break was identified in the positive lead coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the broken end. However, due to metal dissolution the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. An abraded opening in the outer tubing was also noted. Analysis of the generator did not reveal any anomalies, and the generator performed per specifications. Review of the internal generator data noted an impedance change occurred on (B)(6) 2012 from 3568 ohms (normal impedance) to 12819 ohms (high impedance). As the patient had been reported to have had falls in november 2012, it is suspected this may have contributed to the high impedance. All attempts to the reporter for additional information have been unsuccessful to date.

Manufacturer narrative:
Date of event, corrected data: review of internal generator data during product analysis identified the high lead impedance occurred on (B)(6) 2012. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had high lead impedance with vns systems diagnostics testing at an office visit on (B)(6) 2012. The patient's seizures had also worsened since the last vns setting adjustment and medication changes done on (B)(6) 2012. The patient had also had decreased cognitive functioning. The patient did have several falls in (B)(6) 2012 which may have precipitated the high lead impedance. X-rays did not show any frank lead breaks per the reporter. The patient had vns lead and generator replacement surgery performed on (B)(6) 2013. The explanted devices have been returned and are pending analysis. Attempts for additional information are in progress.